Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va08tfs, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient was unable to turn stim on. The patient had only had system 2 weeks. The patient had had return of symptoms. It was later reported that it wasn't working. When clarified what wasn't working it was noted that the patient programmer had an icon on it. The patient was on program 3 at 0.0v and had lightning bolt. The patient adjusted the setting up until she felt it. At first, the patient felt it in her leg and then she finally felt it at 3.4v and it was no longer in her leg. It was also indicated that patient felt the jolt. This action resolved the reported issue. It was also reported that the setting was too high. The patient was assisted in how to adjust it down to 0.0v and in the process the patient had turned her stimulation off. It was added that patient was not feeling any stimulation while sitting or standing until stimulation was adjusted. The patient then adjusted up to 2.5v and noted it was still being felt in her pelvis. The patient was assisted in adjusting the stimulation down to 2.2v and this was better. The patient was legally blind. This action resolved the reported issue. It was later reported that the patient had questions regarding how to "take down the voltage." It was noted: "it's going into the pelvic area." It was reviewed that stim should be felt in the pelvic area. The patient noted she usually felt it on her butt and the pelvic area. It was noted: "it hurts in the pelvic area.". Education on patient programmer use resolved the reported issue. The patient was at 2.2v. The patient could not see a check mark showing a program she was on. The patient decreased to 2.0v and noted it was better. The patient lacked basic understanding of: patient programmer use. The patient noted that they were not trained adequately on using device. Per the reporter, she never received training on how to use patient programmer. A follow-up report will be sent if additional information becomes available